Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: asr revision. Asr resurfacing system: left hip. Reason(s) for revision: component loosening, dislocation, infection. Doi: (B)(6) 2009; dor: (B)(6) 2016; left hip. Update ad 7 jul 2017: additional information received. See attachment below. By this patient, a loosening of the mcminn prothesis and a femoral dislocation were diagnosed. In addition to this, an infection was detected so that we made an erp referral that has been approved on july 18, 2017. Update may 3, 2018 additional information received from crawford, as per review of the new information there is no update to the pc.

Manufacturer narrative:
Additional narrative: .asr revision asr xl: left hip reason(s) for revision: component loosening, dislocation, infection. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr xl: left hip; reason(s) for revision: component loosening, dislocation, infection.